Event description:
A report was received that the pt is not receiving any stimulation. During reprogramming, a bsn sales representative noticed that all contacts had high impedances. The physician recommended paddle lead replacement. During the revision, the midline incision site was opened and the physician noted that the paddle lead was completely severed. The paddle lead was replaced. The ipg was also replaced because it was not communicating.